Manufacturer narrative:
Manufacturer narrative- the reason for this revision surgery was reported as an patient's shoulder was infected. The previous surgery and the surgery detailed in this event occurred 10 months and 2 weeks apart. The healthcare professional indicated there was a serious risk / significant event to the patient. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The devices were disposed of at hospital and not made available to djo surgical for examination. A review of the device history records (DHR) show that the reported components used in the previous surgery, when released foruse, met design and manufacturing requirements. First, there was an ncmr#51506 associated with the concomitant part #530-14-108, altivate reverse, humeral stem,standard shell, sz 14x108mm, which documents that out of 15 parts lot, 2 parts were rejected due to ding on the rim of cup. Later the rejected parts were used as is and accepted after proper justifications dings are covered by beat blast and the area will not impede part function. All other items in the lot were met with the design, fit and function requirements. Second, there was an ncmr#51201 associated with same part, which documents that out of 15 parts lot, 5 parts were rejected due to uneven polish. Later the rejected parts were used as is and accepted after proper justifications through spar (standard pre-approved rework). All other items in the lot were met with the design, fit and function requirements. Third, there was an ncmr#50844 associated with same part, which documents that out of 15 parts lot, 5 parts were rejected due to polish anomalies on polished surface. Later the rejected parts were used as is and accepted after proper justifications through spar (standard pre-approved rework). All other items in the lot were met with the design, fit and function requirements. Fourth, there was an ncmr#50781 associated with the concomitant part #530-14-108, altivate reverse, humeral stem,standard shell, sz 14x108mm, which documents that out of 15 parts lot, 15 parts were rejected due to all parts need touch up on polished stem surface. Later the rejected parts were used as is and accepted after proper justifications through spar (standard pre-approved rework). Fifth, there was an ncmr#53073 associated with the concomitant part #508-36-101, glenoid, head w/retaining screw,rsp, 36mm, neutral, which documents that out of 15 parts lot, 6parts were rejected due to tool marks on the rim by the notch area. Later the rejected parts were used as is and accepted after proper justifications through spar (standard pre-approved rework). All other items in the lot were met with the design, fit and function requirements. The devices were verified to have gone through an acceptable sterilization process and were within its expiration date at the time of the previous surgery. Customer complaint history of the reported devices showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to an infection. There were no findings during this evaluation that indicate the reported devices were the source or had a direct connection with the patient's infection. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the possible infection or inhibited the patient's immune system. There are multiple factors that may contribute to an infection that are outside the control of djo surgical. There are no indications of a product or process issue affecting implant safety or effectiveness. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
Revision surgery - patient's shoulder was infected.